Event description:
Approximately 36 months post index procedure, the patient was hospitalized due to a gi bleed. The patient was treated with medication and a transfusion. Antiplatelet medication was stopped due to the event and resumed 4 days post the gi bleed. Investigator indicated that the reported event was not related to the study device it is reported that the issue is not resolved.

Event description:
During index the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid lad. During implantation a dissection occurred. It is unknown how the dissection was treated. The following day the patient suffered a myocardial infarction (mi). The reported mi was not related to the target vessel. The investigator indicated that the reported event was probably related to the study device. (Ref MFR # 2953200-2011-00297).

Manufacturer narrative:
Lipid lowering drugs, clopidogrel, asa and omerprazol. (B)(4). Evaluation results: inherent risk of procedure (myocardial infarction/dissection).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (haemorrhage). Evaluation conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).